Event description:
A malfunction was reported by the customer, identified by the code malf 0. The reported issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support instructed the customer on how to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappeared.